Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("heavy bleeding ") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), back pain ("back pain"), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), migraine ("migraines") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, back pain, genital haemorrhage, alopecia, migraine and dyspareunia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage and migraine to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("upon placement of the uterine manipulator, it was felt that it probably perforated through the uterine fundus"), abdominal pain ("severe abdominal pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's concurrent conditions included body mass index normal, polyp removal, dysfunctional uterine bleeding and uterine malposition. Concomitant products included alprazolam (xanax), drospirenone + ethinylestradiol (ocella), medroxyprogesterone acetate (depo provera) and topiramate (topamax). On (B)(6)2011, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), alopecia ("hair loss"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6)2011, the patient experienced migraine ("migraines") and headache ("headaches"). In 2015, the patient experienced pelvic pain ("pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), depression ("hormonal changes describe: depression"), anxiety ("anxiety") and fatigue ("fatigue") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6)2017. At the time of the report, the uterine perforation, genital haemorrhage, dysmenorrhoea, dyspareunia, depression, anxiety, vaginal haemorrhage, menorrhagia, female sexual dysfunction, headache, fatigue and weight decreased outcome was unknown, the abdominal pain, back pain and pelvic pain had resolved and the alopecia and migraine was resolving. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Pathology test - on (B)(6)2017: result: final diagnosis: uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy (64 g): cervix: mild chronic cervicitis, endocervical polyp, and indentation suggestive of prior scar. Endometrium: benign secretory endometrium. Myometrium: no pathologic diagnosis. Serosa: subserosal leiomyoma. Fallopian tubes, bilateral: benign fallopian tubes. Clinical diagnosis: pre-op ox: dysmenorrhea, menorrhagia.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: dysmenorrhoea and menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received with her demographic details were updated. Aka name added. Other hcp added. Product indication updated. Following events were added: hormonal changes describe: depression, anxiety, abnormal bleeding (vaginal), menorrhagia, apareunia (inability to have sexual intercourse), headaches, pelvic pain female, fatigue, weight loss, she did not undergo confirmation test and upon placement of the uterine manipulator, it was felt that it probably perforated through the uterine fundus. Event clubbed: severe menstrual pain/dysmenorrhea (cramping) and pain during intercourse/dyspareunia (painful sexual intercourse). Event onset date were added. Event severity added for: pain and back pain. Event outcome added for pain, back pain and hair loss. Medical history added. Concomitant medications were added. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.